Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition liquid crystal display monitor exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional should not be selected on the initial) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was not confirmed. In addition, the field service engineer reported, correct connection of the monitor to the second monitor on the arm in the operating room and replacing the serial digital interface signal cable connecting the processor to the monitor on a separate cart. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.